Event description:
It was reported to boston scientific corporation that a ultraflex covered ng esophageal stent was used during an esophageal stenting procedure on (B)(6) 2009. According to the complainant, difficulty was experienced crossing the lesion with the stent system. When the stent system was removed from the patient, it was noted that the stent suture was loose resulting in partial deployment of the stent. This ultimately made the outer diameter (o.d) of the delivery system larger than normal. The procedure was completed with another ultraflex covered ng esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4): advance, difficult to, partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).